Event description:
Rods had been placed and final tightening was being performed with the 12nm torque limiter. When the set screw of the hook was tightened an audible pop was heard. After examination it was determined the top 2 threads on the medial side of the hook had sheered off. The rod had to be removed. The hook was replaced with a 00-1600-3315. The new hook was tightened with a 7nm torque limiter and the set screw was flush with the 5.0 cocr rod.